Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis event was reported to be tuberculosis. The patient was treated with injection (inj) vancomycin 1g, inj amikacin 150mg (started dose), inj fortum 500mg and inj reflin 500mg (each bag) for the peritonitis. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.